Manufacturer narrative:
(B)(4). Date of occurrence is estimated, exact date was not remembered, but reportedly "occurred last week". The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after an unspecified procedure. Reportedly, the proglide device was prepped by the cath lab technician and handed to the physician for arteriotomy closure. As the physician began loading the proglide device onto the guide wire it was found that the suture link appeared loose on the device at the guide wire exit port. The physician stopped backloading the device onto the guide wire. The first proglide device had not been advanced to the artery was still outside of the patient's anatomy. The cath lab technician prepped a second proglide device and handed it to the physician who backloaded it onto the guide wire successfully. Hemostasis was achieved with the second proglide device. The physician was not sure if the reported "loose link at the guide wire exit" occurred when the device was removed from the package or occurred during device preparation. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition confirmed the reported product experience that the link was loose. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the probable cause for the reported loose link could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.